Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. This is one of two medwatches submitted for this device. See also medwatch 2210968-2007-00752. The same device is represented in each medwatch as it was involved in two events.

Event description:
It was reported that a pt underwent a gynecological procedure in 2007. During the procedure, the motor drive unit was shutting down during use. The surgeon used a second device to proceed with the original disposable handpiece to complete the procedure. There was no pt consequence.